Event description:
Had zimmer trilogy total hip device put in (B)(6) 2001. Had groin pain for 2-3 months from (B)(6) 2009 - (B)(6) 2010. Zimmer liner had "slipped" and caused subluxation. Liner only replaced in (B)(6) 2010. Pain ensued again from (B)(6) 2011 - (B)(6) 2012. Via CT scan, liner had cracked and broken apart. Had to have another total hip replacement in (B)(6) 2012.